Manufacturer narrative:
(B)(4).

Event description:
The customer complained false (B)(6) reactions of pt samples with cell 2 of biotestcell 3 in the gel card. We received three affected samples but not the complained lot of biotestcell 3. The samples plus the retention sample of biotestcell 3 were tested with a gel card in our qc lab. The three samples showed (B)(6) reactions with cell 2 of biotestcell 3. Furthermore the samples were tested in the 3-phase-tube test and reacted (B)(6). The three samples showed only (B)(6) reactions in a tube method with prolonged incubation time at 4 degrees celsius. But this method is not conform to the described methods of instruction for use. The correct function of the affected lot biotestcell 3 was confirmed by testing different (B)(6) samples. All (B)(6) reactions were correct. The customer samples reacted (B)(6) with cell 2 of biotestcell 3 in the gel card. The intended use of the product is the detection of unexpected antibodies in the tube test and solid phase test solidscreen ii with tango optimo and not the gel system.